Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the upper half of the pump touch screen was unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.